Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the patient passed out during testing of their implantable pulse generator (ipg) at the clinic. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing mild incision pain/tenderness, syncope and shortness of breath.